Manufacturer narrative:
A review of the device history record shows there was one mrr g2 symmetry oversize, l10 oversize and l20 oversize. All three features were dispositioned use as is, with the rationale that actual d3 dimension allows for additional deviation, no affect to form, fit or function. There is no possible relationship between these non-conformances and the product complaint issue. All other records indicate the product was manufactured to specifications.

Event description:
During surgery for a prophylactic tfn rodding, a splinter came off the insertion handle instrument and cut through the surgeons glove and went into his hand. The surgeon pulled the splinter out of his hand and his glove filled with blood. The sales consultant does not believe that any of the surgeons blood contaminated the sterile field. Surgery was prolonged approximately 25 minutes while surgeon washed out his wound.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.